Event description:
The following info was received from the field. During a complex coronary stenting procedure, the physician states that the cypher des was broken prior to deployment. No additional procedural details were provided.

Manufacturer narrative:
Additional info has been requested and has not been forthcoming. Any additional info will be submitted within 30 days of receipt.